Manufacturer narrative:
Patients pain and high white blood cell count could be attributed to the lack of drains used by the surgeon. The IFU for the biodesign 8-layer tissue graft/hernia graft indicates that closed suction drains should be placed for 2-6 weeks and removed when the output is less than 20ml/24 hours. In addition, seroma formation is listed as potential complication in the IFU.

Event description:
Patient- (B)(6) female with known genetic abnormality. Surgeon indicated that compliance with post-op instructions might not be fulfilled due to condition. Original repair of ventral hernia (product: c-slh-8h-20x20 g36033) occurred on (B)(6) 2014. Biodesign was taken out (B)(6) 2015 after patient complained of abdominal pain. A CT scan, found "fluid between the biodesign layers" and her blood eosinophil's were extremely high. Two weeks after removing biodesign, her blood levels returned to normal. Only the edges of biodesign had remodeled into the patient's tissues. Surgeon removed the middle section of biodesign that had not remodeled. This was her 5th hernia repair since 2008. He used biodesign on this patient in (B)(6) 2013 and had no ill-effects. This had remodeled into the body when he did the last hernia repair. No drains were used and biodesign was placed as an "underlay" after closing defect. Drained 500 cc's of fluid while removing biodesign. Dr (B)(6) placed a phasix device after explanting the biodesign on (B)(6) 2015.